Event description:
It was reported that a manufacturing representative met with the patient while he was ¿in the hospital recovering from some type of surgery¿ to reprogram and lend him a recharger and patient programmer. It was noted that good coverage was obtained and the patient was satisfied with the relief. It was reported that the implantable neurostimulator site had been ¿bothering¿ the patient for some time. It was noted that the patient did not ¿look like the same patient post-implant¿ and had lost over 40 pounds. It was reported that the pocket site hurt, especially when the patient was trying to sleep. It was noted that the patient contacted his healthcare provider¿s office the day prior to the report. It was later reported that the implantable neurostimulator (ins) would be moved/replaced with a smaller ins pending scheduling of the procedure. Ten days later, it was reported that the patient was scheduled for a pocket revision and smaller ins placement on (B)(6) 2013. The next day it was reported that the cause of the event was weight loss and the weight loss was greater than 30 pounds. It was noted that the event was attributed to the implantable neurostimulator (ins) and the weight loss let to pain at the ins pocket. It was reported that the patient did not require hospitalization. Eleven days later, it was reported that the ins was removed, extensions were added and a new ins was placed. It was noted that the patient had full coverage of painful areas.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 3 9565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).